Manufacturer narrative:
The technician checked the operation of the stretcher and found it was working as designed at the head end, but found the brake/steer pedal pads at the foot end were reversed. The brake pad was on steer and the steer pad was on the brake. This would indicate that although the brake was set, the stretcher was actually in steer. The technician reinstalled the brake steer pedal pads to the correct positions to repair the stretcher.

Event description:
Information received indicates a patient had allegedly fallen while being transferred from the stretcher to a bed.